Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance. Microscopic inspections of the terminal pin assembly and electrode body found polytetrafluoroethylene insulation was bunched and conductor coils were slightly offset. The high voltage cable conductor resistance was measured indicating a fractured or broken conductor. Laboratory analysis did identify any electrode characteristics that would have caused or contributed to the reported clinical observations of high threshold.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to high pacing threshold. A new lead was placed. No adverse patient effects were reported.